Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location during fill 3 of 4 of their pd treatment. Fluid was seen on the floor underneath the cycler. Fluid was not discovered in the pump module area or on the external of the cassette. The patient reported receiving an air detected in cassette alarm during fill 3 of 4 of treatment prior to the leak. The cause of the leak is unknown. The patient was assisted with cancelling treatment. Upon follow up, the pdrn stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using the cycler per the treatment data. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location during fill 3 of 4 of their pd treatment. Fluid was seen on the floor underneath the cycler. Fluid was not discovered in the pump module area or on the external of the cassette. The patient reported receiving an air detected in cassette alarm during fill 3 of 4 of treatment prior to the leak. The cause of the leak is unknown. The patient was assisted with cancelling treatment. Upon follow up, the pdrn stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using the cycler per the treatment data. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.